Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) implant system was removed due to a pocket infection. The ICD implant system was downgraded and a new implantable pulse generator (ipg) was implanted on the patient's other side. No further patient complications have been reported as a result of this event.